Manufacturer narrative:
Analysis of the pump found significant damage to the reservoir septum while implanted; however the septum was not leaking. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no alleged issue. The patient was receiving hydromorphone 5 mg/ml at 0.0330 mg/day and bupivacaine 15 mg/ml at 0.099 mg/day (minimum rate) via an implanted pump for malignant and cancer pain. Further information was not provided.